Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose ranged from 240-332 mg/dl. Reportedly, the customer replaced the infusion set and continued insulin therapy.